Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, patient experienced with posterior capsule opacification (pco) and the iol was rotated. A grade 2 pco was identified after 3 months post-operative. Additional information has been received and stated that stated that the grade 2 pco at 3 months, iol was rotated axis from 12 degrees to 30 degrees, concerned regarding the lens material verses cartridge material causing the lens to be slick and rotate. The surgeon noticed cartridge material adheres to posterior surface of les requiring removal with irrigation and aspiration but that can sometimes be difficult. . There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
This report originally filed as 9612169-2025-00584. A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Postop visit intervals the patient experienced floaters.

Manufacturer narrative:
Correction information was provided in b.5., h.6., and h.11. Additional information was provided in h.3., h.6. And h.11. Correction: on initial MDR the FDA patient code of e083803 was missed. It should have been submitted in the initial MDR. In the initial MDR, the product code a030205 was entered in error and is no longer required in the original MDR. The product was not returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cause for the reported events could not be determined. The lens remains implanted. Regarding the findings of pco, aco, phimosis, and iol rotation off axis with company lenses, a company director of global technical customer affairs consulted with the surgeon and provided information related to the reported events. Because these findings are related to clinical outcomes, review of complaints for the reported event types is the primary investigation focus to assess for potential concerns related to anterior/posterior capsule opacification, phimosis, and lens rotation. Information was also provided that because clinical outcomes are complex with numerous potentially associated clinical and surgical factors, additional information could be discussed with the account representative, including options such as a peer to peer communication service called expert opinion md, that company offers at no charge. Reports of these event types have remained low and stable, with intermittent reporting as expected, based on the potential multifactorial etiology. An additional global review was conducted to look at the reported incidence for each of the above outcomes over the past 3 years. All global complaints are evaluated monthly for adverse trending, and no adverse trends were identified for these events. The manufacturer internal reference number is: (B)(4).